Manufacturer narrative:
Two visu-loc clip appliers were rec'd intact and then they were decontaminated. When they were placed into ultrasonic cleaning, they broke into pieces. The root cause of the malfunction could not be determined due to the condition of the returned clip appliers. The damage to the internal components is consistent with exposure to autoclave high temperatures. No add'l complaints for this lot number have been rec'd. There is no remaining product inventory in stock to test. No issues were found with the device history record.

Event description:
The pt was approx a (B)(6) female employee of the hospital. Twenty-four hrs after a standard lap chole, the pt was re-admitted for examination [ercp was utilized for diagnosis] and it was determined that the cystic duct may be leaking as the clips may have crossed. The surgeon choose to follow pt and no further procedure was required and the pt was discharged. The surgeon agrees that perhaps a clip over a clip could not happen, as spring clips do not scissors by design. No add'l pt info was provided.